Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a (B)(6) patient developed a rash underneath the rear therapy electrodes. The patient reportedly had an allergy to nickel. The physician recommended that the patient remove the lifevest. The patient reported that the irritation was improving.